Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. Customer's father stated that patient went to the emergency room last night for low blood glucose. Customer's father called for documentation of incident.